Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump cancelled the fill cannula step with an error that a button press cancelled the bolus. The prime history verified one 0 of 0 unit fill cannula. The patient stated that she did not press any button to cancel the fill cannula step. The patient confirmed that the keypad was intact. The patient stated that there were no known issues with the keypad buttons. The patient reportedly wore the pump in a pocket or undergarment and did not clean the pump.